Event description:
Related manufacturer reference number: 2017865-2022-21580. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced. The right ventricular lead was also capped and replaced during the same procedure due to it exhibiting a fracture, high pacing impedance, loss of capture, and high capture thresholds. Patient had no consequences and was discharged after the procedure.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Device was returned due to advisory. The device was above elective replacement indicator (eri) level upon receipt and no anomaly was found on the header that is related to the field concern. Analysis of device image and session records indicated an increase in pacing output settings as well as autocapture and rate responsive feature were enabled during implant period. When automatic settings are programmed, such as autocapture and rate responsive feature, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed, including output verification, pacing lead impedance test, capture tests, and inspection of header and connectors showed normal device characteristics with no anomaly contributing to reported events of high lead impedance or capturing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.